Manufacturer narrative:
Event site postal code: (B)(6). A getinge field service engineer (fse) confirmed touch panel was not working well. After replacing the touch screen the recurrence did not occur. After replacement, fse performed a functional inspection and confirmed that there were no problems. The result is good.

Event description:
It was reported that during preventative maintenance by getinge field service engineer, the cardiosave intra-aortic balloon pump (iabp) unit's touch panel is unresponsive when the inspection was carried out. There was no patient involvement.

Manufacturer narrative:
Due to character restrictions in block e1 site name: (B)(6) a supplemental report will be submitted upon completion of our investigation.